Event description:
When they attempted to use the implantable neurostimulator (ins), there was some kind of blockage in the top of the ins when they tried to put the lead in. The ins would not accept the lead at all into the front channel of the ins. After repeated attempts during surgery, the physician abandoned using the ins, opened a different ins, and it worked fine. The pt recovered without sequela.

Manufacturer narrative:
(B) (4). The implantable neurostimulator has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.